Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jul2019. Technical services confirmed reported issue. The customer replaced the rp-flow sensor to address the reported problem. An investigation of the returned part showed the reported issue is due to the defective u1 on the air flow sensor pcba created the o2 flow accuracy test to fail.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement. The event date was not specified, estimate used.